Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that rubber on ampule bottle was already torn when the surgeon attempted to use the cement (p/n: (B)(4) during the surgery on (B)(6) 2018. The surgeon judged it was a defective product, and it was not used for the surgery. It was also torn already when the surgeon opened 2nd one. The 3rd one was a faultless product, so the surgeon used it and the surgery was completed without problem. There was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.